Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported that during support for 78-year-old male patient, the impella cp had high purge pressure for a few minutes and then the pump stopped. The pump was able to be restarted, however, the device was ultimately explanted and a new pump was placed. There was no reported patient harm.

Manufacturer narrative:
The investigation for the temporary pump stop has been completed. No data logs were returned. The pump was returned and was inspected and biomaterial was found blocking the purge gap. There were high motor current pump stops when the device was run in the lab. The pump was torn down and biomaterial was confirmed in the motor. The root cause of the temporary pump stop was determined to be biomaterial as confirmed through pump inspection. The instructions for use referenced in the initial report is for the impella cp with smartassist for use during cardiogenic shock and high risk cpi in the following sections: section: entering cardiac output. Section: troubleshooting the purge system. Section: impella stopped. Added-d9 device return date, h6 med dev pro code 1491 g1-corrected MFR site name and address h6 med dev pro code changed to 1503